Manufacturer narrative:
Concomitant medical products and therapy dates - (B)(6) 2015: pxc141200/(B)(4), pxl161407/(B)(4), pxc121000/(B)(4). The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2015, this patient was implanted with gore® excluder® aaa endoprosthesis featuring c3 to treat an abdominal aortic aneurysm. Subsequently, on (B)(6) 2015, the patient was admitted for groin cellulitis. The physician attributed the event to the device or procedure. The patient was discharged home with oral bactrim.